Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 2 - 2.5cm sized stone was captured using a trapezoid¿ rx lithotripter basket. An attempt to crush the stone was made; however, the handle broke and the tip failed to detach. The physician had to cut the handle off of the device and removed the sheath. Additionally, a mechanical lithotripter was used to crush the stone and to remove the device out of the patient but was unsuccessful. The basket with the entrapped stone was successfully removed with the aid of a spyglass which was inserted into the duct and a laser to fragment the stones, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient¿s age is approximately (B)(6) years old. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.